Event description:
A distributor reported that a pump failed to start despite attempts to connect it using different cables for over two hours. There was no information available regarding the impact on the customer's blood glucose level. The defective pump was scheduled for return by the distributor, and a replacement pump was provided. No additional details were reported about the patient or healthcare facility.